Manufacturer narrative:
Investigation a review of the device history records (dhrs) for the involved lot #25bg05r was performed. No pre-existing anomalies were identified on the 30 devices manufactured within the same lot. This is the first and only complaint received related to this lot. A final MDR will be submitted once the investigation is completed.

Event description:
During a knee surgery performed in korea on (B)(6) 2026, an issue occurred while using the femoral trial holder/ps box guide (product code 9065.88.140, lot 25bg05r) in which the lock mechanism could not be released after hammering. The situation was promptly addressed by using functioning instruments, allowing the surgery to proceed safely. The surgery was prolonged by 30/40 minutes. This event happened in south korea.